Event description:
Suture breakage post-op requiring re-op to repair suture line. Uf reports that pt experienced two reops following surgery (coronary bypass graft). Surgeon traditionally uses 3-0 for both the first & second purse string lines however, this time surgeon changed his technique & used size 4-0 on secondary purse string. Two-three hrs following initial surgery, size 4-0 broke and reop was done to replace 4-0 with size 3-0. Eight-ten hrs later, size 4-0 suture from intital surgery broke at different site requiring 2nd re-op which was also repaired with size 3-0 suture. Pt is now doing well. Co's internal control number is pi 9600514-00.